Event description:
It was reported that an ilet bionic pancreas displayed a persistent blue circle and was unresponsive during initial training after charging, consistent with a screen or user interface malfunction on a new device; blood glucose was not affected because therapy had not started. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement device and instructions for return, with the original device subsequently lost in transit. Investigation included device replacement, return logistics coordination, and monitoring of carrier tracking. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."